Manufacturer narrative:
The device has been received for eval; an eval summary was not available at the time of this report; however, initial gross examination of the device indicates the presence of calcification. Eval method: a review of the device history record was completed. Results: the results of the device history record review confirmed the device met all material, dimensional, and performance requirement at the time of manufacture and release.

Event description:
The company was notified on (B)(6) 2010 of a mitroflow valve (model lx, size 21mm, s/n (B)(4)) explanted on (B)(6) 2010, reportedly due to calcification. No clinical info was provided. The field experienced report form submitted for this case indicates that the health care professional is not reporting this as an adverse event, but is expressing a customer complaint.